Event description:
It was reported a patient underwent an ophthalmic surgery on (B)(6) 2026 and suture was used. They are experiencing needle breakage of the ophthalmology suture during suturing, which is interrupting the surgeon and delaying the procedure. No reported patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information provided: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. Continuous breakage of the following ophthalmology sutures during suturing, which is interrupting the surgeon and delaying the procedure -10/0 ethilon ¿ 2 needles broke and 10/0 vicryl ¿ 4 needles broke. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Following additional information and device return status/follow up requested via pcf activity: did the event occur during one or multiple patient procedures? What is the total number of procedures? Did the reported issue contribute to any patient adverse consequences? Where did the needle break (tip, middle, swage area)? Does the piece/device remain retained in the patient¿s tissue? If the piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? If so, could you please provide the scheduled date for the removal? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: the photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/21/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: h6. H3 photo summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a needle inserted into a sponge, detached from the suture. Only one section of the suture is visible. The product code could not be confirmed because the sample is out of its packaging. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.